Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 182, 227 and 259 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 160 mg/dl and 158 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/16/2018 and open vial date at time of call is three days. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer is concerned with the results of 182, 227, 259, 191 and 220 mg/dl in the meter's memory.